Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: synergy ous mr 2.75 x 16mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified stent damage. Stent strut rows 6, 7 and 8 from the distal end of the stent were damaged and misaligned. The remainder of the stent was undamaged. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-oct-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the ostial left anterior descending (lad) artery after engaging the lesion with a 6f ebu 3.5 non-bsc guide catheter, a non-bsc guide wire crossed the lesion. Pre-dilatation was then performed with 2x12 non-bsc balloon catheter at 14 atmospheres. Subsequently, a 2.75 x 16mm synergy¿ stent was advanced but failed to cross the lesion. Pre-dilatation was again performed with the same balloon catheter but still the device failed to cross the lesion after multiple attempts. The device was then replaced with a 2.75x18mm non-bsc stent deployed at 11 atmospheres and was post-dilated with 2.75x8 non-bsc balloon catheter and the procedure was completed. Angiography revealed timi 3 flow and the patient was transferred to intensive care unit. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.